Event description:
Pt with recurrent fistula tracheo-oesophageal secondary to oesophageal atresia intervened during neonatal period and subsequently on several occasions in his/hers origins place. In 2007, a chest approach of the fistula was performed, fistula closure, oesophagus suture and tracheal anastomosis low-end term under extracorporeal flow on clean-contaminated field and under antibiotics cover with amoxicillin in clavulanic, applying 5 ml coseal directly on the sutures. On the 6th day post-op, he/she presents partial dehiscence on the tracheal backside requiring surgery under new extracorporeal flow in 2008, with closure on both ends of refistulation through direct suture and interposing vascularized muscle flap between both sutures and sealing the field with 5 ml coseal of direct application. One month later, the fistula reproduced itself, with an outcoming of silicone looking-like material, for which a cervical esophagostomy discharge is performed, being the subsequent evolution positive. Nowadays, he/she is intubated in picu pending on the placement of a autoexpansive endotracheal prosthesis partially recovered due to submitting tracheal malacia.

Manufacturer narrative:
Baxter medical director assessment: coseal is indicated for use in sealing suture lines along arterial and venous reconstructions and in patients undergoing cardiac surgery to prevent or reduce the incidence, severity and extent of post surgical adhesion formation. The use of coseal to enforce closures of gastrointestinal fistula is not indicated. As a result, the described incident is the result of an error in use. The early break down of the product in an environment with a low ph, and a high enzymatic activity may also have contributed to the event. It is also a well known guidance in surgery that synthetic materials should be used with extreme caution in clean-contaminated surgical fields. It is recommended to re-train the reporting surgeon on the following: surgeon should be asked to stop the use of coseal in this type of surgery. Coseal is not indicated for sealing of the reconstruction of fistulas, since this approach requires a fibrin-based, and not a synthetic sealant. Healing of fistulas is a lengthy process that exceeds the length of degradation of coseal. The use of a fibrin sealant that supports the healing process would be the recommended alternative in such challenging. Remedial action: retaining of the surgeon in another country is currently being scheduled.